Event description:
It was reported that during removal of the catheter, it was discovered that it had separated with a piece remaining in the pt. The separated portion was surgically removed. There were no pt complications.